Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107 and abnormal shutdowns) was isolated to a defective ca board. The root cause for the defective ca board could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107 and experiencing abnormal shutdowns.